Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic right hemicolectomy, at the first firing, when the doctor attempted to use the reload, it was unable to fire even the tissue was clamped with the jaws and the green button was pressed. The product was released from the tissue and a new product was used to complete the case. There was no patient injury.